Manufacturer narrative:
Information was provided that monofocal 21.0 diopter was replaced with a toric 21.5 diopter lens. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There ha been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient was not satisfied with distance vision . The lens will exchanged for a different lens within approximately five months after initial implant . Additional information was requested.

Manufacturer narrative:
(B)(4).